Event description:
Patient returned oxygen cylinder to home medical equipment supplier reporting that "soapy water filled her cannula" when she tried to use it. The tank was quarantined and labeled as "quarantined - water in tank". Hme had contracted with oxygen supplier to have all cylinders cleaned of all labeling as hme had moved and needed to re-label all cylinders. Oxygen supplier was notified of the incident and informed hme manager that they (supplier) had a new employee in december who had dipped the tanks in hot steaming water without closing the valves. When questioned about this, supplier said he was not aware of the issue until hme told him about our problem. Supplier asked many questions about hme process for filling tanks, implying the problem related to this process and not their cleaning without closing the valves.======================manufacturer response for oxygen e cylinder (per site reporter).======================arguing with us on our procedure for filling the cylinders and implying that we were the reason for the water in them. Very difficult to get them to admit they had an issue with a new employee and to give us any suggestions on what to do to fix the problem. Our hme staff took it upon themselves to initiate testing of all dewars received in december, and even though current practice followed FDA guidelines will now add an inversion step when filling cylinders.